Manufacturer narrative:
In line with the log file analysis it was determined that the reported switch to safety mode was caused by a sporadic failure of the pcb ventdos-controller and the dc/dc converter. The julian has reacted acc. To the safety concept for the detected deviation and has triggered a warm start. During a warm start the julian automatically switches to man/ spont mode. During this time manual ventilation using a bag is possible in which the fresh gas supply is coming from the o2-bypass flow supplied by the central supply. A warm start is acoustically and visually alarmed. In case of a successful warm start the ventilation is continued using the last settings. If it is not successful or if the same failure occurs again within 10 minutes the julian switches to the safety mode. In this mode manual ventilation with constant or variable o2-flow possible. The user is informed about the mode change by an acoustical and visual alarm. The affected julian is 20 years old and has already reached end of service so that a repair cannot be performed anymore.

Event description:
It was reported that the device switched to safety mode during recovery process. A patient injury was not reported.